Event description:
A pressure monitoring kit was used from the medline cath tray, when I flushed the monitoring kit, a hole was discovered. This line is used to measure a-line pressure and flush catheters and wires in the heart. If the hole was not discovered, introducing air through this line, death can occur. This is not the first time this was discovered. These pressure monitoring kits should be evaluated.